Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker's left ventricular (lv) lead was programmed off in the past. Lead impedances at implant were 1800 ohms rose to greater than 2300 ohms with elevated capture thresholds. At that time, the physician opted to keep the patient in the lv tip to can configuration and turn the lead back on. Limited historical information was available as the patient had just transferred care to the clinic. The patient did not have any complaints or adverse effects. Approximately ten months later, surgical intervention was performed due to continued out of range pacing impedances and loss of capture. It was thought the lead may be fractured, however, that was not confirmed through visual observation. During the procedure it was noted that the lv set screws of the device showed some discoloration as if a short may have occurred. The lv lead was surgically abandoned and this device was explanted. Both products were successfully replaced, and no additional adverse patient effects were reported. The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header noted the lv tip seal plug was torn slightly loose on the top half, but the bottom half of the seal plug was still attached to the header. There was body fluid contamination in the lv tip port and around the terminal block. Pin gauge testing, designed to verify proper port dimensions for the lv port was completed, and measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. The field observations were not able to be confirmed with analysis.